Event description:
The company was informed that patient became resistant to use the device. The patient was reportedly experiencing pain and intermittent lock during the testing of the device. Surgery to explant the patient's device will be scheduled.